Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was treated for high blood glucose by the doctor during his appointment. Troubleshooting was performed. The mother stated that the insulin pump was squirting out insulin during manual prime and it has been seen for the past four months. The mother stated that the reservoir was removed, put pressure on the motor to stop it and then reinsert the reservoir. Advised the mother that the insulin pump needs to be replaced and to revert to back up plan. No further information was provided.